Event description:
During the surgical procedure, the circulator gave the scrub tech a new pack of 4x4's. Upon the initial, concurrent count it was noted that there were only 9 sponges in this pack. FDA safety report ID# (B)(4).